Event description:
Event description guidant received information that this implantable pacemaker (ipm) exhibited high atrial and ventricular impedances (>1000 ohms consistently) in bipolar mode. Unipolar impedances were not available. A new guidant pacemaker was successfully implanted using the chronic leads. The ipm has been returned for analysis.